Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 180mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and the valve passed the test. The valve was dried. The valve was then pressure tested and the valve passed the test. No root cause could be determined; as the technician could not find any functional problem with the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A physician reported that the valve (ID 823111-std chpv w prechamber unitized) was implanted via vp on (B)(6) 2019. During the surgery, the surgeon pumped the valve after hypodermic implant of the system. Then the obstruction at the proximal side was confirmed. The valve would have suctioned the tissue inside since the proximal catheter and the issue adjoined each other. Therefore a revision surgery was performed. The new valve was also a 823111. The valve was implanted due to communicating hydrocephalus. The patient is (B)(6)-year-old male whose initial is (B)(6). He is now under monitoring. Csf protein level was within the range. There is suspicion of contamination of blood and debris into the cerebrospinal fluid. No further information was provided by hospital.